Manufacturer narrative:
Product is scheduled to be returned but has not been received in yet at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed , documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Nurse was in another patient room and heard a thud before hearing the alarm tone go off. She immediately went to patient's room and found the patient on the floor. As a result of this patient fall, we are pulling all 100 posey on cue alarms and will be replacing with the sitter elite alarm, immediately. We have tested this alarm and compared it to the sitter elite and notice the sitter elite is more responsive than the on cue alarm will update when more information comes in from territory manager.

Event description:
Supplemental needed for additional information.

Manufacturer narrative:
The device was returned and evaluated by posey products; at which time, it was found to be functioning according to manufacturing specifications as the device sounded properly when in use with a sensor pad and passed all functional testing. No physical damage is observed. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. At this time, testing of the device in question shows no evidence that a manufacturing nonconforming contributed to the reported complaint. Therefore, no corrective or preventive actions will be initiated at this time. Per tidi procedures, complaints for this device will continue to be trended and reviewed on a monthly basis. Manufacture reference file number (B)(4).